Manufacturer narrative:
Based upon the clinical evaluation, the reported endoleak has been determined inconclusive. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 3 months post implant of a bifurcated device, a suprarenal aortic extension, and limb extension, the patient's left common iliac had grown in size creating an endoleak. The physician decided to correct the endoleak by implanting another bifurcated device and another limb extension. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.